Event description:
Pt underwent tracheostomy placement on (B)(6) 2011 using a #8 shiley trach tube. Within 24 hours of placement, staff noted a malfunction of the trach cuff. The cuff would not hold air pressure causing an air leak alarm on the ventilator. The pt remained stable but required a return to surgery for a replacement of the tracheostomy tube.